Event description:
Received information stating customer was not able to see drops at the end of the tubing after filing tube approximately 30 units. Customer smelled insulin, but unable to confirm leak. There was no reported impact to customer' s blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a follow up report will be submitted.